Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was use-related. The product returned for evaluation was one 6.6fr s/l broviac chronic catheter. Usage residues were evident throughout the sample. The catheter tubing terminated approximately 3cm distal of the clamping over-sleeve. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. The over-sleeve markings were completely worn. A small partially circumferential split was observed just distal of the crimp collar. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined edges. The edges exhibited a glossy veneer and striated texture. The striated texture of the split resulted from pattern transfer caused by contact with a metal grind-sharpened instrument such as a knife or scalpel. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huxg1133 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that allegedly, there was a fissuration and perforation of the catheter (3-4mm from the base) with leakage of solution. Allegedly the catheter was repaired on (B)(6) 2015.